Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and six months following the implant of this transcatheter bioprosthetic valve, the patient was evaluated for a possible transcatheter valve-in-valve. The reason for evaluation was moderate to severe paravalvular leak (pvl) which has been present since the initial implant. Following initial implant, no treatment was performed as the physician decided to wait to see if it improved. Approximately one year and nine months following the implant of this transcatheter bioprosthetic valve, a non-medtronic valve was implanted valve-in-valve. Moderate paravalvular leak (pvl) was still reported following the non-medtronic valve implant. The physician believed that the medtronic valve was too small for the annulus. No additional adverse patient effects were reported.